Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when an olympus cystonephrovideoscope was checked with a borescope upon unpacking the device for an unspecified procedure, it was found that something was stuck inside. There was no patient involvement reported.